Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient passed away shortly after the implant procedure. The physician noted nothing unusual occurred during the procedure. The device was never turned on prior to the patient passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available and the patient's family requested that no autopsy was to be performed.